Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer onsite to evaluate the device in question. The rse indicated during an evaluation of the system and speaking with the customer that the system did not completely freeze during this case. The rse confirmed with the customer that the device touchscreen did not respond to any command. The customer could not activate the nbp measurement or do anything at all. The rse confirmed with the nurse that the system touch screen froze for 3-4 minutes. After the reported incident there was no problems with monitor. The rse confirmed no additional repair or investigation was required. The philips remote service engineer (rse) confirmed the customer's device issue but confirmed no additional repair or investigation was required.

Event description:
Philips received a complaint on the intellivue mx850 patient monitor indicating the system freezes during patient use. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.